Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of a damaged cannula. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported skin condition irritation. The exact cause of the reported skin condition irritation could not be determined. The device generated an 0x68 hazard alarm, indicating there was an occlusion during the runtime (one or more pulses filtered in the last 15). Timeouts were also observed during operation at the end of the run. Despite the 0x68 hazard alarm, no occlusions were observed during fluid path testing. No damages or defects that would contribute to a hazard alarm were observed. The exact cause of the 0x68 hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod. When removed from the infusion site (abdomen), the pod's cannula was found bent and the site was red and irritated.